Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the patient's battery clip threaded connector pulled out of the clip. The patient exchanged the battery clips without incident. The patient remains ongoing and no further issues were reported.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device, because it was disposed off by the customer. The exact cause of the reported event could not be determined due to the device not being returned for evaluation. The report of a loose battery clip threaded connector was addressed through the manufacturer's corrective/preventative action system and an urgent medical device recall (2916596-10/14/09-001-r) was issued. No further information is available. The manufacturer is closing its file on this event.